Event description:
It was reported that the pt was unable to adjust stimulation, and that the "call your doctor" icon displayed. A por (power on reset) condition was reported. Additional info was requested.

Manufacturer narrative:
(B)(4).